Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06850. It was reported that the right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. While the physician was suturing the pocket closed, the right atrial lead became dislodged. The lead was attempted to be repositioned however, was unsuccessful. The lead was also explanted and replaced. The patient was in stable condition.